Manufacturer narrative:
The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the right femoral. Impella folded on itself and a snare was used to unfold the pump.